Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Pump was not returned. Data log review showed pulsatile parameters during the impella position in aorta alarms. The false impella position alarms were confirmed to be triggered relative to pulsatile signals. The cause of the optical signal issue was most likely patient condition related due to false position alarms. With the available information, there is no indication that there was a product malfunction or deficiency.

Event description:
The complainant reported that a cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal issues were observed, including false 'impella in aorta' alarms. Motor current remained pulsatile, and echocardiography confirmed correct impella positioning. The clinical team elected to disable placement monitoring. No known patient harm or injury was reported.